Event description:
This supplemental report is being filed based additional information which indicated that the evaluation conclusion code was updated.

Event description:
It was reported that this patient received multiple shocks from their implantable cardioverter defibrillator (ICD) device due to a ventricular tachy arrhythmia. All shocks were reported to have converted the patient but the ventricular tachy arrhythmia returned. The device exhibited a code 1005, which is an open circuit condition detected during shock delivery, and the right ventricular (rv) shock lead impedance was found to be intermittently high out of range. Boston scientific technical services provided guidance that there is likely an issue with the rv lead and the boston scientific representative indicated they are planning to replace the rv lead and ICD device. The products remain in-service at this time. No adverse patient effects were reported.